Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2019 the following findings: during investigation, there were no power interruptions observed in the black box download. No data in pump histories from time of reported power issue due to continued use. There was no damage found to battery cap. Battery cap attaches securely to pump. No power issues occurred during testing. Pump opened and no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.